Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they saw out of regulation (oor) message on the patient programmer (pp) and was not sure of meaning. They mentioned the oor has happened before, the battery has been replaced before, they got memory issues and a lot of other problems with epilepsy and stated the information has been reported before.